Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right lobectomy procedure, the device was articulated and the surgeon was trying to fire across a vessel. The device fired as intended however the vessel began to bleed. The bleeding was controlled with suture. The surgeon did not see any malformed staples. The patient did have a blood transfusion. The amount of blood loss is unknown. Another device was used to complete the procedure.